Event description:
It was reported that balloon burst occurred. The stenosed target lesion was located in the arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use in a percutaneous transluminal angioplasty. During the procedure, the balloon burst at 10atm. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.